Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test for two lots performed on unknown dates. This MFR. Report addresses lot number 0000962457. The customer reported false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown dates with a fingerstick whole blood sample. Confirmation testing (unknown platform) was performed with a new sample from a blood draw and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event dates were not provided. Additional information: e1 - city, e1 - postal code. As part of an investigation into preliminary false reactive results, abbott found that for kit lot 0000962457, the root cause of the results was due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ag combo. The issue has been isolated to specific lots of the subcomponent, which were used to manufacture specific test kit lots. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted.

Event description:
The customer reported an unknown quantity of false positive results with the determine hiv-1/2 ag/ab combo test for two lots performed on unknown dates. This MFR. Report addresses lot number 0000962457. The customer reported false positive results with the determine hiv-1/2 ag/ab combo test performed on unknown dates with a fingerstick whole blood sample. Confirmation testing (unknown platform) was performed with a new sample from a blood draw, and generated a negative result. Although requested, no additional patient information, including treatment and outcome, was provided.